Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to a dim display with reddish contrast. The battery compartment was found to have cracked below the grip pad. The keypad cover was peeling and all the keypad buttons were unresponsive. Removal of the cover found contamination under all the button contacts. The bolus button cover was found to be detached. The vibratory feature could not be tested due to the unresponsive buttons. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored, the battery compartment was cracked, all the keypad buttons were unresponsive and there was contamination under the keypad button contacts. This report is made based on the results of investigation completed on (B)(4) 2015.